Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant: 5076-52 lead implanted 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead recorded high impedance, and lead fracture was suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.